Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ deflation: observed an opening assessed as surgical damage. ¿ crease folding of implant: observed. As per the investigation procedure crease fold and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side deflation, and any creases associated with a hole on the side edge. The device has been explanted.

Event description:
Healthcare professional reported right side deflation, and any creases associated with a hole on the side edge. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.